Event description:
Vague info received. Customer reported the pump module shut down during an infusion of epinephrine in the operating room. The customer stated they do not own the device and do not know where the pump module came from. Noted preventative maintenance had not been performed on the device since (B)(4) 2010 and that it had old iui connectors. Customer attributed the pump shut down to old iui connectors. Customer attributed the pump shut down to old iui connectors. The device was taken out of service and sequestered. There was no report of pt harm and no medical intervention was required. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Customer stated that the product would be returned to the leasing company.